Manufacturer narrative:
Evaluation summary: report of aortic insufficiency was unable to be confirmed through visual observation. X-ray demonstrated commissures 2 and 3 bent outward; moderate calcification was observed on leaflet 1, and minimal calcification on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. A non-transmural tear, approximately 4mm long, was observed on leaflet 3 near commissure 3 on the outflow aspect. Leaflet was thickened and swollen at the free margin near commissure 3 and at the tear. Sewing ring had multiple cuts around the valve. Wireform was exposed at commissures 1 and 3. Sutures and pledgets remained attached to the sewing ring. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an edwards magna ease aortic valve was explanted after an implant duration of approximately 7 years due to aortic insufficiency. Per product evaluation, report of aortic insufficiency was unable to be confirmed through visual observation. Moderate calcification was observed on leaflet 1 and minimal calcification on leaflet 2.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Per echo review, a moderate-sized area of echo-dense thickening consistent with focal calcification at the base of the commissural edge between the leaflets in the left coronary and right coronary positions with mildly reduced opening of the leaflet in the left coronary position and normal motion of the other two leaflets. Severe aortic regurgitation (ar) with one large jet of paravalvular ar and a second large jet of ar of indeterminate origin. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors, including coronary artery disease, diabetes and hyperlipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: corrected data: information in b5 and b7 were previously reported on MFR report number # 2015691-2023-15924.

Event description:
It was reported and learned through investigation that an 25mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 2 months due to calcification, degeneration, aortic insufficiency and stenosis. The patient presented with heart failure and shortness of breath. The explanted valve was replaced with a 25mm 11500a valve and the patient was in stable condition post procedure. The patient was discharged on pod #8.